Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7.1 in the auxiliary had failed and could not be recovered. The field service engineer (fse) attempted corrective actions by swapping the retractor band, drawer board, and control board, but no change was observed. Further inspection revealed a shorted tray in drawer 7.1. The faulty tray was replaced, and the drawer was successfully tested using the hardware test application. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7.1 had failed and would not recover. However, there were no delays or adverse events or injuries reported based on this event.